Event description:
It was reported by the customer that a generic bd pyxis¿ es server did not show all the patients on the station, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the care coordination engine was down. A technical support specialist dialed into the server disconnected the flag reads as '1' and fixed the care coordination engine service and ran a downtime query to resolve. The system functioned as intended after the technical support specialist troubleshoot the device.

Manufacturer narrative:
Correction: section d medical device serial # & section h device manufacture date a supplemental MDR was submitted to reflect the correct medical device serial, device manufacture date.

Event description:
It was reported by the customer that a generic bd pyxis¿ es server did not show all the patients on the station, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a generic bd pyxis¿ es server did not show all the patients on the station, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.